Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppd and medical records received for an existing legal complaint. The patient had another revision on (B)(6) 2013 for a failed hip and metal debris. The depuy head was revised. All other products revised were competitor products. It should be noted the competitor liner was poly.

Manufacturer narrative:
(B)(6). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Event description:
Update rec'd 7/25/2013- lot number is being added for the femoral head. There is no new additional information that would affect the existing MDR decision.